Manufacturer narrative:
The field service engineer (fse) checked the analyzer and found the cuvette rinse station was causing overflows. The investigation determined that the root cause of the event was consistent with a maintenance issue. The fse confirmed the finding fit the reported issue. Additional water due to overflowing cuvettes caused the issue. The fse adjusted the water levels of the cuvette rinse station. The service actions resolved the issue. The customer did not report any further issues since the service actions were done.

Manufacturer narrative:
On (B)(6) 2023 precision studies were performed and they were all within specifications. This instrument was just installed at the customer's site on (B)(6) 2023. On (20-feb-2023, a hardware performance check was acceptable. The investigation is ongoing.

Event description:
We received an allegation of a discrepant result for 1 patient tested with cholesterol (chol2-I) assay on cobas pro c 503 analytical unit. On (B)(6) 2023 at 12:39 p.m., the customer ran the sample and it initially resulted in 18.4 mg/dl. The customer found that the result of 18.4 mg/dl was not plausible and therefore, it was not reported outside the laboratory and it was repeated. On (B)(6) 2023 at 11:09 a.m., the customer repeated the sample and the result was 301 mg/dl. The chol2-I reagent lot number was 67702501 with an expiration date of 31-aug-2023.